Event description:
There were two events related to the same problem. This is a mobile x-ray system with battery/motor assisted motion control. In the first event ((B)(6) 2012), the x-ray technologist completed an exposure. He held the control handle and moved the mobile x-ray. Then he released the control handle (brake bar), and went to patient. At the same time, the mobile x-ray continued to move 2 meters on its own. No injury was noted. In the second event ((B)(6) 2013), a technologist was moving the unit from one location to another (using motor assist). While in an elevator, the technologist using the mobile x-ray unit reported that it started to spontaneously move left and right and then towards her. She released the handle but the unit continued moving towards her and struck her in the leg which resulted in a bruise. So instead of decreasing speed after the switch release, the unit continued to move.

Manufacturer narrative:
The root cause of this event is a disconnected wire in the motion control electronics.